Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose/flush drive support disk. A missing end cap sticker, broken battery cap and peeling back address/serial number label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during the manual prime process and the drive support cap is sticking out. Nothing further was reported.